Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump has a partial display with missing segments. Customer's blood glucose reading at the time of the incident was not included in the report. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Unit received with missing lcd segment due to cracked and bleeding lcd glass. Unable to verify failed battery alarm due to cracked lcd glass. Unable to perform operating currents, error test and displacement test due to cracked lcd glass. Unit received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, stained endcap sticker and stained address/serial number label.